Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went through a security device and patient hurt for like a week or two. Patient reported it did not feel like a jolt but felt more like a burning sensation. No further symptoms or complications reported or anticipated. **omitted information regarding patient's pp issues can be found in (B)(4)**